Event description:
It was reported while removing a nine hole liss plate from the right distal femur, a 3.5mm torque limiting screwdriver stripped out. The plate was being removed in preparation for a total knee replacement. There were no concerns with the plate. There was a surgical delay of 30-45 minutes and an alternate device was used to complete the removal. This is report 1 of 1 for complaint (B)(4).

Event description:
Surgeon used the carbide drill bit to successfully remove the screws which were cold welded.

Manufacturer narrative:
Device history record review: the manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Product development evaluation: based on returned product, the most probable root cause is mechanical overloading, which caused the product to strip. Therefore, this complaint is invalid from a design perspective. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Patient date of birth added. Patient age at time of even reported as (B)(6). Placeholder.

Manufacturer narrative:
Additional evaluation: device shows marks at the side and blows of hammering at the top of the handle. The hexagonal tip got twisted. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing records shows that the correct material and hardening procedure was used and that the device met fully the specifications (100% function check) when left our facility. No manufacturing related fault was found. There are clearly visible wear and tear marks at the hexagonal tip. Especially the first 2 millimeters of the hexagon are completely rounded, this indicates that the screwdriver was not always fully inserted into the screw recess. By this the force was not allocated on the whole hexagon as designed, which can lead to a mechanical overload. Invalid disposition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history review was not possible. The part/lot combination is unknown at synthes (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Correction to lot number. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.